Event description:
It was reported that the patient underwent fusion at l4-5, l5-s1; bilateral decompressive laminotomies and foraminotomies; l4-5, l5-s1 tlif; l4-5 and l5-s1 lateral mass fusion; l4-5, l5-s1 partial using rhbmp-2/acs, local bone and other instrumentation. The bmp was placed at the lateral gutters. Mild radiculopathy/dysesthesia/numbness/paresthesias/hypesthesia were reported one month post-op and it was not determined if associated to the implant or surgical procedure. The patient was last seen for follow up at nine months at which time the fusion was assessed as healed/fused.

Manufacturer narrative:
This event was reported under retrospective summary report (rsr) # (B)(4) on medwatch report # 1030489-2014-00628, hence this report is not being submitted individually to the FDA.

Manufacturer narrative:
This event was reported under retrospective summary report (rsr) # (B)(4) on medwatch report # 1030489-2014-00628, hence this report is not being submitted individually to the FDA.

Event description:
This report was submitted in error.